Event description:
It was reported that the patient had not felt well since a right ventricular (rv) lead revision. The patient indicated having some abdominal discomfort. The physician felt that pacing in a different location would help. The pace/sense portion of the lead was capped and the high voltage coil left active. A new pace/sense lead was added. The patient's left ventricular (lv) lead was recently turned on and the patient had diaphragmatic stimulation. The lv lead was capped and replaced during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.